Event description:
On the staple line at the angle of hiss there was a misfiring of the stapler. Staples did not form correctly, although there was no obvious hole. We made sure that the tube was completely removed and intact then cut both staple lines out on each side of the stomach, first the pouch side, then the remnant side.